Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The consumer states that the wheel locks are not holding/catching.